Manufacturer narrative:
MDR 3003442380-2024-02395- device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets cannula bent events that cause insulin flow block alarm on (B)(6) 2024. The issue was occurred on day 1 and infusion set was in use foe only 3 to 4 hours. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.